Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "electricity had apparently flowed through the patient to such an extent that he moved in a convulsive manner. The doctor who performed the procedure also reported that she apparently felt the current flow through the glove. None of the surgical staff were directly harmed, and there were no immediate consequences for the patient.

Manufacturer narrative:
Correction was made in section e1 and additional information in section b5. It was reported that newly purchased cables had already burned out several times in the or. Karl storz employees visited the hospital and investigated the case. According to the reprocessing instructions, the only validated method is mechanical cleaning, but this is done manually at the local hospital. The assumption is that nacl has run into the connector and has either never been dried or the nacl has already dried out there, which in turn can lead to corrosion. The presence of nacl solution in the connector can lead to a short circuit within the device, posing a significant risk as it may result in electrical current passing through the patient or the user. Corrosion inside the connector can compromise the device's functionality, leading to short circuits and overall device failure. The IFU explicitly states that both the device and its connectors must be inspected for damage before use. The most probable root cause of the issue is user error, as it appears the user did not notice that the cable was not in optimal condition, leading to the malfunction. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additionally information from the customer: there was no patient injury, the patient is ok. Procedure was completed successfully with a replacement device.

Manufacturer narrative:
Additional information is provided in section b5, the affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additionally, information from the customer: there was no patient injury, the patient is ok. Procedure was completed successfully with a replacement device.

Manufacturer narrative:
Additional information is provided in section h6 which was accidently omitted in the final report. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was already sent back to karl storz tuttlingen on june 18, 2024 at this time there was no information about the electrical shock given. Therefore the product was already in house before the information about the electrical shock was reported to karl storz tuttlingen. It was reported that newly purchased cables had already burned out several times in the or. Karl storz employees visited the hospital and investigated the case. According to the reprocessing instructions, the only validated method is mechanical cleaning, but this is done manually at the local hospital. The assumption is that nacl has run into the connector and has either never been dried or the nacl has already dried out there, which in turn can lead to corrosion. The presence of nacl solution in the connector can lead to a short circuit within the device, posing a significant risk as it may result in electrical current passing through the patient or the user. Corrosion inside the connector can compromise the device's functionality, leading to short circuits and overall device failure. The IFU explicitly states that both the device and its connectors must be inspected for damage before use. The most probable root cause of the issue is user error, as it appears the user did not notice that the cable was not in optimal condition, leading to the malfunction. Internal karl storz reference number: (B)(4).